Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dents on edge and broken edge of video connector. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: loose light guide adapter and moisture under cover glass. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had a leak around the light adapter when submerged in water (bubbles appeared). The event was identified during reprocessing. There was no patient involvement.

Event description:
It was reported, the subject device had a leak around the light adapter when submerged in water (bubbles appeared). The event was identified, during reprocessing. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.